Event description:
It was reported that the lead was repositioned a couple of days post implant due to loss of capture when the patient raised his arms. The patient had experienced syncopal episodes that could not be reproduced clinically. A holter monitor showed pauses, specifically when the arms were raised above the head. The segm showed a high ventricular rate that appeared to be oversensing. Pauses were still observed when the sensitivity was programmed to 4.0 mv.